Manufacturer narrative:
Event occurred on an unspecified date in 2016. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed there was a missing protection cap on a drain line on the homechoice cassette. This occurred before peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention related to this event. No additional information is available.